Manufacturer narrative:
The purpose of this communication is to inform you cordis is voluntarily recalling (removing) specific lots of angioguard¿ rx / xp emboli capture guidewire system. Cordis has identified that there is a potential for the inability to safely deploy and capture the filter basket of the angioguardtm rx / xp delivery system due to deployment sheath peeling difficulty and/or separation, capture sheath separation and difficulty exiting the guidewire rx port.

Event description:
As reported, during a carotid procedure the physician used a 6mm angioguard rx. When he tried to remove the peel-away catheter, the catheter was broken inside the patient/guiding catheter. There was no reported injury to the patient at first; however, it is noted that the patient is not doing well. The patient suffered an ipsilateral media stroke. The symptoms occurred immediately after salvage/retrieval of the angioguard protection system, before the stenosis could be protected by a stent. After documenting the correct intraluminal location of the protection system, I was in the process of pulling the protective sheath off the wire when I suddenly noticed (without force or special traction) that the protective sheath had separated at one point. I suddenly had two pieces in front of me. One still remaining on the wire and one that I had already detached from the wire. Since this was extracorporeal, I was able to continue peeling off the remaining one. I was very surprised and a bit confused but thought I had solved the problem. First, when I was about to implant the stent, I realized there had to be another part of the sheath on the wire because I couldn't implant the stent. I then had no choice but to pull out the protection system totally and to make sure that nothing remained in the patient, which I did successfully. After that, the patient began to experience symptoms relatively quickly. I did not notice anything during the preparation of the protection system. The procedure was continued and completed with a new protection system without any problems. The device will be returned for evaluation. The patient recovery status is; under twice-daily physiotherapy, the patient is making good progress in terms of motoric. However, a complete regression of the hemiparesis is not to be expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid procedure the physician used a 6mm angioguard rx. When he tried to remove the peel-away catheter, the catheter was broken inside the patient/guiding catheter. There was no reported injury to the patient at first; however, it is noted that the patient is not doing well. The patient suffered an ipsilateral media stroke. The symptoms occurred immediately after salvage/retrieval of the angioguard protection system, before the stenosis could be protected by a stent. After documenting the correct intraluminal location of the protection system, I was in the process of pulling the protective sheath off the wire when I suddenly noticed (without force or special traction) that the protective sheath had separated at one point. I suddenly had two pieces in front of me. One still remaining on the wire and one that I had already detached from the wire. Since this was extracorporeal, I was able to continue peeling off the remaining one. I was very surprised and a bit confused but thought I had solved the problem. First, when I was about to implant the stent, I realized there had to be another part of the sheath on the wire because I couldn't implant the stent. I then had no choice but to pull out the protection system totally and to make sure that nothing remained in the patient, which I did successfully. After that, the patient began to experience symptoms relatively quickly. I did not notice anything during the preparation of the protection system. The procedure was continued and completed with a new protection system without any problems. The patient recovery status is; under twice-daily physiotherapy, the patient is making good progress in terms of motoric. However, a complete regression of the hemiparesis is not to be expected. Multiple attempts were made without success to obtain the device.

Manufacturer narrative:
During a carotid procedure the physician used a 6mm angioguard rx. When he tried to remove the peel-away catheter, the catheter was broken inside the patient/guiding catheter. There was no reported injury to the patient at first; however, it is noted that the patient is not doing well. The patient suffered an ipsilateral media stroke. The symptoms occurred immediately after salvage/retrieval of the angioguard protection system, before the stenosis could be protected by a stent. After documenting the correct intraluminal location of the protection system, I was in the process of pulling the protective sheath off the wire when I suddenly noticed (without force or special traction) that the protective sheath had separated at one point. I suddenly had two pieces in front of me. One still remaining on the wire and one that I had already detached from the wire. Since this was extracorporeal, I was able to continue peeling off the remaining one. I was very surprised and a bit confused but thought I had solved the problem. First, when I was about to implant the stent, I realized there had to be another part of the sheath on the wire because I couldn't implant the stent. I then had no choice but to pull out the protection system totally and to make sure that nothing remained in the patient, which I did successfully. After that, the patient began to experience symptoms relatively quickly. I did not notice anything during the preparation of the protection system. The procedure was continued and completed with a new protection system without any problems. The patient recovery status is; under twice-daily physiotherapy, the patient is making good progress in terms of motoric. However, a complete regression of the hemiparesis is not to be expected. The device was received for analysis. One non-sterile rx/6mm basket diameter/180cm unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the capture sheath, the ecgw and the delivery sheath were returned for evaluation. A separation in three pieces was noted on the delivery sheath. No other anomalies were observed. A product history record (phr) review of lot 35265382 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment (delivery) sheath ¿ separated¿ was confirmed since the delivery sheath was found separated. According to the instructions for use (IFU), ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Event description:
As reported, during a carotid procedure the physician used a 6mm angioguard rx. When he tried to remove the peel-away catheter, the catheter was broken inside the patient/guiding catheter. There was no reported injury to the patient at first; however, it is noted that the patient is not doing well. The patient suffered an ipsilateral media stroke. The symptoms occurred immediately after salvage/retrieval of the angioguard protection system, before the stenosis could be protected by a stent. After documenting the correct intraluminal location of the protection system, I was in the process of pulling the protective sheath off the wire when I suddenly noticed (without force or special traction) that the protective sheath had separated at one point. I suddenly had two pieces in front of me. One still remaining on the wire and one that I had already detached from the wire. Since this was extracorporeal, I was able to continue peeling off the remaining one. I was very surprised and a bit confused but thought I had solved the problem. First, when I was about to implant the stent, I realized there had to be another part of the sheath on the wire because I couldn't implant the stent. I then had no choice but to pull out the protection system totally and to make sure that nothing remained in the patient, which I did successfully. After that, the patient began to experience symptoms relatively quickly. I did not notice anything during the preparation of the protection system. The procedure was continued and completed with a new protection system without any problems. The patient recovery status is; under twice-daily physiotherapy, the patient is making good progress in terms of motoric. However, a complete regression of the hemiparesis is not to be expected. Multiple attempts were made without success to obtain the device.

Event description:
As reported, during a carotid procedure the physician used a 6mm angioguard rx. When he tried to remove the peel-away catheter, the catheter was broken inside the patient/guiding catheter. There was no reported injury to the patient at first; however, it is noted that the patient is not doing well. The patient suffered an ipsilateral media stroke. The symptoms occurred immediately after salvage/retrieval of the angioguard protection system, before the stenosis could be protected by a stent. After documenting the correct intraluminal location of the protection system, I was in the process of pulling the protective sheath off the wire when I suddenly noticed (without force or special traction) that the protective sheath had separated at one point. I suddenly had two pieces in front of me. One still remaining on the wire and one that I had already detached from the wire. Since this was extracorporeal, I was able to continue peeling off the remaining one. I was very surprised and a bit confused but thought I had solved the problem. First, when I was about to implant the stent, I realized there had to be another part of the sheath on the wire because I couldn't implant the stent. I then had no choice but to pull out the protection system totally and to make sure that nothing remained in the patient, which I did successfully. After that, the patient began to experience symptoms relatively quickly. I did not notice anything during the preparation of the protection system. The procedure was continued and completed with a new protection system without any problems. The device will be returned for evaluation. The patient recovery status is; under twice-daily physiotherapy, the patient is making good progress in terms of motoric. However, a complete regression of the hemiparesis is not to be expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot 35265382 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265382 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid procedure the physician used a 6mm angioguard rx. When he tried to remove the peel-away catheter, the catheter was broken inside the patient/guiding catheter. There was no reported injury to the patient at first; however, it is noted that the patient is not doing well. The patient suffered an ipsilateral media stroke. The symptoms occurred immediately after salvage/retrieval of the angioguard protection system, before the stenosis could be protected by a stent. After documenting the correct intraluminal location of the protection system, I was in the process of pulling the protective sheath off the wire when I suddenly noticed (without force or special traction) that the protective sheath had separated at one point. I suddenly had two pieces in front of me. One still remaining on the wire and one that I had already detached from the wire. Since this was extracorporeal, I was able to continue peeling off the remaining one. I was very surprised and a bit confused but thought I had solved the problem. First, when I was about to implant the stent, I realized there had to be another part of the sheath on the wire because I couldn't implant the stent. I then had no choice but to pull out the protection system totally and to make sure that nothing remained in the patient, which I did successfully. After that, the patient began to experience symptoms relatively quickly. I did not notice anything during the preparation of the protection system. The procedure was continued and completed with a new protection system without any problems. The device will be returned for evaluation.